Event description:
The patient was supported with an acute blood pump system. It was reported that after the patient was transported to the ICU, the hospital staff member was moving the motor that was placed near the patient's bedside and the pump had stopped. The rpms dropped to zero and it is unknown if the primary console had alarmed. The perfusionist attempted to increase the pump speed and switch the console off and on but this did not result in any change. The console then alarmed and displayed "pump not connected". The motor and the console were replaced and no harm to the patient was reported. On-site testing was conducted with the motor and the console that was replaced after the event occurred and a pump stoppage could not be reproduced.

Manufacturer narrative:
Usage of the device: the motor is not labeled for single use. The patient remains ongoing with pump support and no effects to the patient were reported. The motor was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.